Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and de novo lesion in the mid left anterior descending artery (lad) and a lesion in the left circumflex (lcx). A 3.5x15mm xience xpedition stent was deployed; however, a dissection at the proximal to mid-lad was observed. A 3.5x48mm xience xpedition stent was successfully used to cover the dissection. The lcx was successfully treated with a 2.25x18mm and 2.5x28mm xience xpedition. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.